Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One (1) device was received in use conditions without the original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination and showed the inflation line was detached from the inflation channel. The inflation line tube was ripped out of the inflation channel, a portion of the tube remained inside the inflation channel. The complaint was confirmed. No further analysis was performed. The suspected root cause was due to the operator did not remove the ?thf? Excess from the inflation line during manufacturing. A device history record (DHR) review could not be performed as the lot number is unknown. Notification was made to operations personnel as awareness to failure mode reported. The manufacturer will continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Lot number and expiration date and device manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the inflation line was found cut (or torn) off. No patient injury reported.